Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 34 percent remaining to a status of 16 percent remaining 7 months later. The device battery was suspected to be depleting prematurely. It was noted that the physician planned to contact the patient on an unknown future date to obtain an updated remote home monitoring device interrogation for possible analysis of device data. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 34 percent remaining to a status of 16 percent remaining 7 months later. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that this s-ICD recorded a battery depletion message. Data analysis was again completed and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and an updated replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 34 percent remaining to a status of 16 percent remaining 7 months later. The device battery was suspected to be depleting prematurely. It was noted that the physician planned to contact the patient on an unknown future date to obtain an updated remote home monitoring device interrogation for possible analysis of device data. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.